Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 lead is part of the advisory for this model.

Event description:
It was reported that the right ventricular defibrillation lead had impedance fluctuations and a steady drop in impedance. The lead was explanted and replaced. It was also reported that the right ventricular pace/sense lead was dislodged during the lead extraction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.